Event description:
A hospital in (B)(6), reported to a fisher & paykel healthcare (fph) representative that an rt280 adult dual heated evaqua2 breathing circuit was leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt280 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4). The returned circuit was visually inspected and pressure tested for the reported leak. Results: visual inspection revealed no damage to the returned breathing circuit. The pressure test showed that the returned circuit was within specification. A lot check revealed no other complaints of this nature for lot 141106. Conclusion: we are unable to determine what may have caused the problem reported by the customer as no fault was found with the returned breathing circuit. All rt280 breathing circuits are visually inspected and pressure tested for leaks prior to being released for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt280 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Check all connections are tight before use.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt280 adult dual heated evaqua2 breathing circuit was leaking. No patient consequence was reported.